Manufacturer narrative:
(B)(4). The healthcare facility reports that during implantation of the t-flex aspheric 623t iol the posterior capsule ruptured. No further information is available to rayner. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (september 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch (B)(4). Device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during implantation of a t-flex aspheric 623t iol. The event description provided states that the posterior capsule ruptured during implantation.